Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier, age and date of birth, patient sex, weight unknown / not provided. Date of event unknown / not provided. Device product code unknown / not provided. Lot number unknown / not provided. Unknown certain 4.1mm implant, lot number unknown. Therapy date unknown/not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported that the screw fractured in the patient's mouth and part of it is still stuck in the implant. A screw removal kit was ordered to obtain the broken portion from the implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned device identified fracture across the threads. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The product was intended for an unknown tooth location. X-ray or picture images were not provided. Per the applicable IFU, it is stated that improper technique could cause device failure. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw). October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information the reported malfunction did occur and the reported event was confirmed.

Event description:
No additional event information at the time of this report.